Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone, and recommended replacing the expiratory electronic printed circuit board (pcb). The customer performed the repair, and the reported issue was resolved. The unit passed all tests and calibrations, and it was observed to be operating within mfg specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, during pt use, an 840 ventilator generated an alert error code indicating "expiratory pressure stuck". The pt was removed from the unit, and placed on an alternate ventilator. The customer reported that at the time of the event, the clinician was introducing heliox (helium and oxygen) by way of an aerogen nebulizer. There was no reported pt injury.